Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report possible broken sensor wire on (B)(6) 2014. Patient stated that upon removal of sensor pod, his shirt got caught on sensor wire and sensor wire appeared shorter than normal. Patient sought medical intervention and had x-rays taken. X-ray results did not show any fragment of sensor wire in skin. Patient was in good condition at the time of contact with dexcom technical support and did not report any injury or further medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Problem could not be confirmed because the sensor wire was within a normal range of length.